Event description:
The customer alleged that the audio alarm was not working. The co customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the audio alarm was not functioning, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.